Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported that the blood oxygen saturation dropped sharply after intubating a very young patient. The endotracheal tube orientation was adjusted to try and resolve the issue; however, saturation continued to decline. The surgeon chose to terminate the operation and transfer the patient to the anesthesia recovery room. The doctor suspected that the intubation itself was blocked and could not ventilate. On follow up it was reported that the patient was scheduled for laparoscopic thyroidectomy. The emg tube and cuff was checked and worked as expected prior to intubating the patient. There was no difficulty in intubating the patient. The intubation under the electronic laryngoscope could be visually seen. Anesthetic and endotracheal tube position adjustment were the interventions done to resolve the issue. The patient has recovered, and has again arranged the surgery and surgery has been successfully completed.